Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h set, an external fluid leakage was observed. It was reported a crack was found on the header. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. During the visual inspection of the photos provided, the location of the leakage at the header cap was visible in one photo. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.